Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found that the geocal file was corrupt. It was replaced with known good backup and signed. The imaging system passed the system checkout, including navigation accuracy, and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system displayed a "an error has occurred and navigation can't be performed" message. This was reported outside of a case with no patient present.